Event description:
The axor detaches from the abutment. In a specific movement the jaws open up slightly.  On (B)(6) 2020: after service: top body damaged, jaws damaged, rotation release within spec but lower values. During service the unit was found dirty and full of soil. The issue reported is related to off-label use. Not cleaning the axor ii can cause failure of the product such as corrosion on the top body as it has in this case. In the feedback report it has been communicated to the customer the importance of following the IFU.